Manufacturer narrative:
Additional information: concomitant medical products: lot number for product ID: bi71000166 is rev. 1 : s/n n/a. The switch assembly was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No problem was found with the switch assembly while under analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switches were replaced and the realigned and the issue was resolved. Other relevant device(s) are: product ID: bi71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system door would not close or open. Technical services (ts) had the representative check the alignment of the gantry using the t-handle and it was on. She was able to open the door slightly with the ratcheting socket wrench. Then using the pendant buttons, she was able to open it all the way. The representative then closed it back to the original position, but could not close it further. Then she opened it up with the pendant.